Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the bearings and cable/cord/wiring were damaged. It was further determined that the device displayed an e8 error code and the test run was not possible. It was determined that the motor and control were defective. It was further determined that the device failed pretest for motor thermistor assessment, no short circuit between phases and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between 5vdc line and connector body (42) and no short circuit between sensor gnd and connector body (42). The assignable root cause was determined to be due wear from normal use servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor of the motor device was heating up during operation. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.